Event description:
The hospital nursing staff reported an issue with an intravenous administration set including the model 9527b multiport manifold. It was reported that while the set was delivering IV fluids and prior to the chemotherapy being added, the nurse noticed a leak in the manifold and fluids dripping to the floor. There were no patient complications reported as a result of the alleged event. The exact product code of the device involved is not known at this time. It is unknown if the device will be returned to the manufacturer for analysis. No additional information is known at this time.

Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient' history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.